Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient started to lose consciousness. The egv was not documented, but was reportedly in target range. The bg was not checked. The patient lost consciousness and the son called 911. The egv was reading 138 mg/dl and the blood glucose reading by ems was over 400 mg/dl. The patient was treated in the hospital with an insulin drip. She was dehydrated. She was discharged on monday. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.